Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of the instrument. No patient impact reported. The following information was provided by the initial reporter: "after speaking with the fas determined that their ap was contaminated, causing the qc issues."

Manufacturer narrative:
H.6. Investigation summary: the complaint of "contamination" is reported in phoenix ap instrument (p/n: 448010, s/n: (B)(6). A bd field service engineer (fse) was dispatched to the customer site, assisted customer with decontamination procedure and corrected tubing installation which resolved the issue. The instrument was found to be operational and released to the customer for regular use. This is an unconfirmed failure of a bd product. The root cause is unknown as no materials were received for investigation. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ ap, there was contamination of the instrument. No patient impact reported. The following information was provided by the initial reporter: "after speaking with the fas determined that their ap was contaminated, causing the qc issues."